Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 735 mg/dl. The customer experienced abdominal pain. Customer had an urinary tract infection and took milk of molasses prior to the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they had a backup plan available. The customer was treated with insulin drip at the hospital. Customer reported that they have contacted their health care professional regarding high blood glucose. Based on customer report proceeding in troubleshooting per customer alleging possible insulin pump under delivery because of high blood glucose. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer declined to test the insulin pump. The insulin pump and reservoir will not be returned for analysis.